Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Consumer reported, the plunger is difficult to push when taking injection. Stated, he broke a plunger from pushing too hard, (that one was discarded but it came from the same box) lot: 3205989 catalog: 328418 date of event: unknown samples: yes declined replacement cl.